Event description:
It was reported after pretest, when inserting and injecting sterile water into the balloon, sterile water leaked from the inflation funnel.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Five photos were received for evaluation. The first photo shows a top view of one two-way foley catheter. The second photo zooms into the funnel, with a red arrow pointing at the inflation arm. The third photo shows the catheter cap with the lot number printed on it. The next two photos zoom into the inflation arm, evidencing a cut. Visual: received 1 all-silicone foley catheter. Visual inspection of the sample noted 1 two-way foley catheter with a slit in the inflation arm (measuring 0.3715") on the return sample. This does not meet specification as per inspection procedure which states: "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap (2) without cuts, holes or tears on the inflation arm." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be machine misalignment during valve or cap assembly. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿intended use: for urological use only. Indications: bard all silicone foley catheters are indicated for any clinical condition requiring drainage and or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Contraindication: no known contraindications caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness, or death of the patient. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warnings: on catheter, do not use ointments or lubricants having a petrolatum base. It may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Users and or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and or patient is established. Store catheters at room temperature and away from direct exposure to sunlight preferably in original packaging.¿ UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported after pretest, when inserting and injecting sterile water into the balloon, sterile water leaked from the inflation funnel.